Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03632 and 0001825034-2018-03633. Explant date was reported, however, it is unknown which specific components were explanted at that time. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5076677. Product location unknown.

Event description:
It was reported the patient underwent an initial knee arthroplasty. Subsequently, the patient underwent a manipulation procedure and a revision procedure approximately one year post implantation due to pain. No further information has been provided.